Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the implantable pulse generator (ipg) was tested, and the setscrew would not move. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.